Event description:
It was rpeorted by the pt, that an angio-seal was used to seal the femoral arteriotomy site post percutaneous heart catherization. The pt experienced pain as the angio-sela was deployed. The pain persisted and the pt returned to the physician's office for evaluation. An ultrasound was attempted, however, the pt could not tolerate pressure on the puncture site. The pt was sent home. The pt had no relief from the pain and returned again to the physician's office. The pt was given medication for a possible infection. The pain persisted and the pt returned to the physician's office 5 days later. Blood tests and a cat scan were negative experienced som pain relief from the anti-inflammatory medication.